Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during an angioplasty procedure, a balloon rupture occurred and the catheter stretched. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified arterial limb fistula anastomosis. This mustang balloon catheter was advanced to the lesion without resistance. Once to the lesion, the balloon was inflated and ruptured at 24 atms. Upon removal, there was difficulty pulling the balloon into the sheath, while under fluoro, the physician noted that the shaft of the catheter had stretched. The physician was able to retract the balloon into the sheath and the remove the device with no additional complications. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is fine.